Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a decrease in battery life since the last interrogation. Engineering review of the device's memory confirmed the battery was depleting earlier than expected and suggested the s-ICD be replaced. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient reported the s-ICD was admitting tones. The field representative checked the device and it was at elective replacement indicator (eri). Subsequently the s-ICD was explanted and replaced. No additional adverse patient effects were reported.